Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010. The information obtained from the device did not show any evidence that the device was switching itself on automatically. A known effect of a device switching itself on automatically is the premature depletion of the pad pak. Testing of the returned pad pak (lot 689) confirmed that it had depleted in line with normal usage and there was no evidence that the pad pak was significantly or prematurely depleted. Investigation found no fault with the device or any components of the device. The pad pak, which contains the electrodes and batteries, is labeled for singe use but the samaritan pad 300 and 300p devices are for multi-use.